Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, technical support specialist (tss) informed user to logout and the drawers were checked remotely, with no issues identified. The user then logged back in and attempted the transaction again, after which the drawer opened successfully and the medication was issued. The system functioned as intended after the technical support specialist (tss) investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000, medication was requested and approved by pharmacy but when trying to issue the medication the drawer did not open. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.